Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer walked into the corner of the counter and the touch screen became shattered. Reportedly, customer could no longer access the screen and the pump was no longer functional. Customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.